Manufacturer narrative:
One 4mm tip, large curl, safire ablation catheter was received for evaluation. The results of the investigation concluded that electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue remains unknown.

Event description:
During a supraventricular tachycardia (svt) ablation procedure, a delay occurred due to an abnormal potential. The distal potential was not as expected after a long period of ablation. The catheter was exchanged and a bend / crease was noted at the electrode which prevented the catheter from reaching the intended ablation site. A third catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2182269.

Event description:
Additional information received confirmed that a clinically significant delay did not occur, which makes this a non reportable event.